Event description:
It was reported that the patient presented with atrial lead noise resulting in inappropriate mode switching. Recommendation to troubleshoot with pocket manipulation and isometrics in an effort to reproduce the signal. The atrial lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).